Event description:
A us distributor contacted zoll to report that a patient was experiencing "add gel/replace belt" messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was cut and severed, damaging all wires in the cable. Additionally, the front and rear 1 therapy electrodes were leaking gel. The root cause for the cut cables was physical abuse. No adverse event resulted from the damaged belt.